Event description:
During transport of a neonate to another care area, the clinician smelled a strong electrical odor coming from the isolette on the side being pushed. The caregiver turned off the power to the isolette and transfered the infant to another isolette. The isolette was sent to biomedical for evaluation.